Event description:
It was reported by service report that the footboard bed exit and scale were not working. The pin on the footboard was pushed in as a result of debris in the connector. No patient involvement or adverse consequences are reported.